Event description:
It was reported that the valve was not working and was explanted.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. It was not within specifications for pressure-flow and preimplantation tests, as it would not adjust past pressure level setting 0.5. Dissection of the valve showed that there was a clear foreign liquid in between the valve's rotor and cassette housing. It is likely that the valve was stuck due to this foreign liquid. It is undetermined how or when this damage may have occurred. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacturer. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.